Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of the device (lesion morphology ¿ 80% stenosis, moderate tortuosity and moderate calcification), deformation problem (stent deformed); evaluation, conclusions: known inherent risk of procedure (stent deformation) device failure related to patient condition (lesion morphology ¿ 80% stenosis, moderate tortuosity and moderate calcification). (B)(4).

Event description:
The physician was attempting to use an endeavor sprint drug eluting stent to treat a lesion in the mid lad, with moderate tortuosity, moderate calcification and 80% stenosis. The device was inspected and prepped with no issues noted. The lesion was pre-dilated with a 2.5x12mm balloon. Following pre-dilatation the physician attempted to implant the stent, however, the stent could not pass the lesion. Resistance was encountered advancing the device, however excessive force was not used. After the device was removed from the patient, a deformation was observed on the shaft of the device. It is reported that the device was kinked. There was no patient injury and the post procedure patient status was reported as good. The physician commented that the event was due to use in a difficult lesion/anatomy. Evaluation summary: the device was returned for analysis. There were numerous kinks along the hypotube and transition shaft. The distal tip was flared. A number of struts on the 1st and 5th distal stent segments were raised and deformed. The remaining segments were intact.